Event description:
It was reported the pt experienced discomfort at the ipg pocket site due to the device being too close to the surface of the skin. The pt underwent surgical intervention to reposition the ipg. The pt reported the discomfort has been resolved and is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.